Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector separated the following information was received by the initial reporter with the following verbatim: it was reported that there was a connector disconnection during the second administration of contrast media.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Additional information: disconnection of ossuary and tubing: after securing a vein with a 20g indwelling needle in the CT room by a nurse, the mz5303 male luer and the indwelling needle were connected to the recovered mz5303, the first high-pressure contrast-enhanced CT was performed by connecting top's pressure-resistant extension tube to the female side (mixing part) of mz5303. At that time, we confirmed that the gauze covering the place, part, portion where the male luer and the IV placementment needle of mz5303 were connected was slightly ¿wet¿. There was no problem with the first investigate, so a second CT was performed. However, since the gauze was found to be ¿wet¿ when the first high-pressure contrast CT was performed, a ¿leak¿ from the connection was suspected and cautioned against, when the second high-pressure infuse was started, he was watching the position of the first ¿wetting¿ and observed a significant ¿wetting¿, where was it coming from? I determined that it was definitely leaking out, and checked each connection point of the catheter tip to the pressure-resistant extension tube, we found that the male luer and tubing of mz5303 were disconnected. Contrast medium: optirei 350. Flow rate: 4.8 ml/sec. Connecting product: male luer side: medikit ¿supercath 5¿ or nipro ¿introcan safety3¿ 20g for both companies female side (mixing part): top company ¿injector tube¿ 130cm 5.0ml (B)(6) medical university x2- fl130ct_52056.

Manufacturer narrative:
Additional information received (see section b): correction annex a code: a040102 to match the reported failure mode. Investigation results: one mz5303 sample was received without packaging for investigation. The sample was contaminated with blood and connected to an unknown 10ml saline syringe. The customer reported that leakage and separation was observed from the male luer when injected with high pressure contrast. A visual inspection of the returned sample confirmed a separation of male luer from the tubing. Some residual adhesive could be observed on the tubing joint. The details of this feedback were forwarded to the manufacturing site for investigation. Following investigation, their analysis confirmed that the separation is most likely to have been caused by an inconsistent application of solvent to the tubing during the assembly process. This is a manually performed assembly step and is likely to have occurred due to human error. A lot number was not provided as part of the investigation; however a review of the laser ID from the maxzero component confirmed a possible lot number to be either 23119321, 23119322, 23119331 or 23119332. A review of the production records for the potential lot numbers did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the mz5303 product in the past 12 months.